Event description:
According to the reporter, the trigger was pressed, it would not release the staples. Another protack was opened. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010.